Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy ii drug eluting stent was advanced to the target lesion, but the stent was unable to be placed. While removing the device, the mesh of the stent was caught in the proximal guiding catheter. It was noted that a stent strut became detached when it was withdrawn from the guide catheter. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be okay.

Manufacturer narrative:
Device evaluated by MFR: a 3.00 x 32 synergy stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Correction: h6:device codes: added code: device-device incompatibility: a1702.

Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy ii drug eluting stent was advanced to the target lesion, but the stent was unable to be placed. While removing the device, the mesh of the stent was caught in the proximal guiding catheter. It was noted that a stent strut became detached when it was withdrawn from the guide catheter. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be okay.

Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy ii drug eluting stent was advanced to the target lesion, but the stent was unable to be placed. While removing the device, the mesh of the stent was caught in the proximal guiding catheter. It was noted that a stent strut became detached when it was withdrawn from the guide catheter. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be okay.